Event description:
It was reported that the home patient (hp) had a system error 2240 (air in line) on the homechoice (hc) device during an unknown step of therapy. The hp stated that they had disconnected and forgot to press stop. After reconnecting using proper aseptic technique, the alarm occurred. The technical service representative (tsr) had the hp cycle the power on the hc device to clear the alarm, disconnect, and remove the cassette. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned, a device analysis could not be completed. However, improper disconnection was reported and is a known cause of this alarm. ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device provides step-by-step instructions for properly disconnecting during emergencies. It also provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.